Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The customer service rep replaced the coaxial cable to the external monitor. The system was tested and operates as intended.

Event description:
The customer reported they were unable to connect an external video monitor on the 9800 system. No pt injury was reported.